Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) and early battery depletion was suspected. It was also reported that the right atrial (ra) lead had high thresholds post fontan procedure. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1p, ipg, implanted: (B)(6) 2011. (B)(4).